Manufacturer narrative:
The malfunctioning devices were return to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Leaking at the connection site and tubing snapped were the wo complaints from the staff.

Event description:
Leaking at the connection site and tubing snapped were the wo complaints from the staff.

Manufacturer narrative:
There were seven occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2018-00035. 2245270-2018-00036. 2245270-2018-00037. 2245270-2018-00038. 2245270-2018-00039. 2245270-2018-00040. 2245270-2018-00041. The complaint and returned samples have been submitted to vygon france, which is where this part was manufactured, for evaluation. The following is the report of their investigation. We received 7 samples of lectro spiral 115.990 for investigation. A visual inspection was performed on each sample, which conform to our specs. We didn't see any snapped extension line. There is no evidence of kinking or any defect. Dimensions of luer of the extension lines and competitor devices were analyzed, and they were found to conform to our specs. A functional test was conducted. Tightness test in water at 500mbar was performed on the 7 samples with competitor devices, and no leaking occurred at the connection extension line/competitor device. Without the batch number, traceability is not possible, and we cannot perform a batch review for this lot. During manufacturing process, tightness and non-obstruction testing are conducted on 100% of the devices, and if a product leaks, it is rejected. We checked our complaint history, and this is the first reported claim for this type of defect in this product code. This is an isolated event. Our quality service couldn't replicate the defect encountered by the customer. Based on the results of this investigation, we couldn't define the origin of the defect. This complaint is not confirmed. Corrective action: no corrective action will be taken at this time. However, both vygon france and vygon USA will enter this incident into our complaint log and continue to monitor this problem.